Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. Next, the surgeon used t-handle, in order to push out the hook. However the hook was not able to be pushed out. Therefore the surgeon changed the pin to another brand-new pin and surgery was completed.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During surgery, the surgeon inserted hansson pin into the patient bone. Next, the surgeon used t-handle, in order to push out the hook. However the hook was not able to be pushed out. Therefore the surgeon changed the pin to another brand-new pin and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.